Event description:
The manufacturer received information alleging throat irritation. Water turned red. Device not working. Threatening legal action, nasal/throat irritation or soreness, device will not turn on/device not functioning, it comes on but it just beeps and says service required!, also she has been lightheaded at times,short of breath related to a CPAP device's sound abatement foam. There was no report of patient harm or injury.the manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging throat irritation, water turning red, device not working, threatening legal action, nasal or throat irritation or soreness, device will not turn on/device not functioning, it comes on but it just beeps and says service required, lightheaded at times, short of breath related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. In the section h6 of the previous report, health effect - clinical code: 1880 (headache) was added incorrectly, which has been corrected in this report and type of investigation, investigation findings and investigation conclusions have been updated. Section h9 has been corrected / updated in this report.